Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working as expected. A revision surgery was performed two weeks later and tests revealed that the pump was dimpled when pressed. The nurses and doctors troubleshooted the pump but it did not perform as intended. Therefore, the pump was removed and replaced. The new pump was tested to confirm optimal function. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump underwent a thorough analysis. The pump was visually and microscopically examined, leak tested and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported pump collapsed/dimpled/flat was not confirmed.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working as expected. A revision surgery was performed two weeks later and tests revealed that the pump was dimpled when pressed. The nurses and doctors troubleshooted the pump but it did not perform as intended. Therefore, the pump was removed and replaced. The new pump was tested to confirm optimal function. The patient had a stable outcome.